Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. It was observed during olympus' device inspection that the bronchovideoscope's bending tube was corroded and the adhesive on the bending section rubber has a chip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed issues were attributed to degradation related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.